Event description:
Customer received a reading of 96mg/dl on his contour meter and then reading of 240mg/dl on another meter. The difference between the comparison tests falls in the "c" zone of the consensus error grid. No adverse event alleged. Control solution was sent to customer for further troubleshooting. No product expected to return for eval at this time.